Event description:
A 2.75 mm diameter x 24 mm length micro driver rx coronary stent system was inserted into a patient for treatment of a left circumflex lesion site. Vessel and lesion morphology was moderate tortuosity with 100% stenosis. It ws reported that the stent was deployed successfully. It was reported that eight months post stent implant the physician noticed that the vessel had occluded by thrombus. It was reported that the physician inserted a guidewire to perform poba but would not pass through the lesion. No further intervention was performed. No additional clinical sequelae were reported and the patient status is unknown. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (occlusion). Patient's condition affected effectiveness of device (moderate tortuousity with 100% stenosis). Evaluation codes, conclusion: device failure/ lack of effectiveness related to patient condition (moderate tortuousity with 100% stenosis).